Event description:
A perceval pvs21 was implanted on (B)(6) 2018, during concomitant mitral valve replacement with a 27 mm magna ease mitral valve. The annulus was not heavily calcified, and complete debridement was performed prior to implant. The concomitant mitral implant was performed prior to the perceval valve implantation. The patient's post-operative mean gradient was 4 mmhg. On (B)(6) 2019, the patient was readmitted with a mean gradient of 11mmhg and a peak gradient of 21 mmhg, and it was identified that the perceval valve had moved. Reoperation was performed on december 10, 2018, and the perceval valve was explanted and replaced with a 21 mm magna ease aortic valve. It was reported that the perceval valve was deformed where the mitral prosthesis has contacted the perceval. The patient outcome was good. The physician reported that the patient's specific anatomy may have contributed to the reported event.

Manufacturer narrative:
Visual inspection of the returned device confirmed the presence of indentations on the pericardium skirt. Blood deposition was evident on the second leaflet. Dimensional analysis confirmed the correct dimensions of the device. A migration test was then performed with the valve mounted in a silicon aortic root under steady-flow conditions. Valve migration did not occur until well above the maximum implant diameter indicated in the perceval IFU for a perceval pvs21. Based on the performed analyses, it is possible to exclude the device as a contributing factor in the reported event. The root cause can therefore reasonably be attributed to the concomitant mitral valve replacement and/or the patient's specific anatomy, as reported by the site.

Manufacturer narrative:
Sections changed: b4, g4, g7, h1, h2, h6. On july 8th, 2019, the review of the echo pertaining to the reported event was completed. The coronary angiogram performed on (B)(6) 2018 (before the perceval implant) showed no significant obstructions (only the left coronary system injected). The tee performed on (B)(6) 2018 (time of the implant) showed the native valves: moderate mr and mod/severe or severe ai on a tricuspid ao v. The jet is at the central commissure, leaflets seem to be normal and the dimensions of the annulus, sinuses of valsalva, st junction and ascending aorta are normal. On (B)(6) 2018, a tte was performed. The study is of limited quality. Hyperdynamic lv and rv. Bioprosthetic valves in both mitral and aortic positions are identified. While the mitral roughly looks ok, there is significant aortic regurgitation (likely paravalvular) and the prosthesis seems to be unstable. On (B)(6) 2018, the tee showed a normal function of the mitral bioprosthesis. The aortic bioprosthesis is detached/migrated from the annulus, rocking at the sinuses of valsalva. Leaflets seem to move well but there is significant ai both central and paravalvular. Towards the end of the tee, a new bioprosthetic aortic valve is identified, well-seated in the ao annulus. No color doppler to evaluate residual ai. The additional investigation performed does not change the root cause and rationale provided with the report previously submitted on 28 may 2019.

Event description:
A perceval pvs21 was implanted on (B)(6) 2018, during concomitant mitral valve replacement with a 27 mm magna ease mitral valve. On (B)(6) 2019, the patient was readmitted, and it was identified that the perceval valve had moved. Reoperation was performed on (B)(6) 2018, and the perceval valve was explanted and replaced with a 21 mm magna ease aortic valve. It was reported that the perceval valve was deformed where the mitral prosthesis has contacted the perceval. The patient outcome was good.

Manufacturer narrative:
The manufacturing and material records for the percival heart valve, model #icv1208, s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The returned valve was received for analysis on 11-april-2019. Two indentations were identified on the pericardium of the inflow skirt. At the location of one indentation, it was possible to see the stent structure beneath the pericardium. One leaflet was slightly blood stained.